Manufacturer narrative:
A4: weight: requested, but unknown. A5: ethnicity: requested, but unknown. A6: race: requested, but unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab lead. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device was not available for return; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician was performing a r2p procedure using a 119cm destination slender. The physician was unable to remove the destination slender sheath/dilator from patient's radial artery at the end of a 2.5 hour procedure. A cut down was required to remove the sheath from the patient. The case was completed, and the patient was reported to be in stable condition post procedure. The physician stated that the patient was doing great the following morning. The event occurred intra-operative. The patient required surgical intervention to remove sheath from radial artery. There was no reported blood loss. The patient was in stable condition. The procedure outcome was completed successfully.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath separation because a sample was not returned for assessment. Without a sample, the exact root cause could not be determined. The likely root cause is the sheath was attempted to be removed during increased resistance from a patient spasm. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).